Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, noise oversensing was noted occurring simultaneously on the right atrial and right ventricular leads. Both leads were capped and replaced on (B)(6) 2019. The patient was in stable condition before, during, and after the procedure.